Event description:
During a rotator cuff procedure, there was a malformation of an arthroscopic rotator cuff suture passer. A 3mm portion of the needle broke off into the pt's shoulder and could not be retrieved despite multiple arthroscopic and open attempts. The needle tip is believed to most likely be outside of the shoulder joint within the deltoid muscle. There are no reactions or symptoms anticipated to the reported from the retained needle.